Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "instrument is not working right. This is a new instrument, and the part that turns is stuck, not turning properly."